Manufacturer narrative:
Patient information is unknown. Additional procode: hwc. Lot number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018. The 2.7 variable angle (va) locking screw did not lock into the synthes 2.7/3.5 va locking compression plate (lcp) lateral distal humerus plate. The procedure was completed successfully, with no surgical delay. There was no reported patient consequence. This report is for a 2.7mm/3.5mm va-lcp lat distal humerus plate 1h/lt/69mm-short. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: disposition of devices added to event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plate was implanted and the screw was discarded.